Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a leak in the tubing of an external drainage system (ID 821730c). Therefore, the product was replaced. The product problem was discovered after a procedure. The eds was placed in the bedside.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The external drainage system (ID 821730c) was returned for evaluation. Device history record (DHR) - the product code 821730c with lot 7449169, conformed to the specifications when released to stock. Failure analysis - the external drainage system (eds) was visually inspected, biological debris were noted inside the tubing. The eds was leak tested failed. Leak noted from the crack on tubing. The complaint was confirmed. Root cause analysis - the root cause for the issue reported by the customer is due to improper handling of the device in view of the crack on the connector.